Event description:
The physician noticed that the tip of the lead, that the contact would connect the extension, did not look right at implant. The spacing was uneven. The lead was placed in the brain but not connected when the physician noticed the spacing on the distal end. It was replaced. The pt did not experience any symptoms. It was additionally noted that the system was not functioning properly due to other factors than the lead. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).